Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an obgyn procedure, the device kept dropping the needle. The surgeon switched to a new device and it worked fine.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo stitch* 10mm suturing device. No witness marks from the needle tip impacting the beveled wall were observed under microscopic inspection indicating proper jaw alignment. No sheering on the toggle switches was observed under microscopic inspection. The instrument was loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading or toggling the needle. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.